Manufacturer narrative:
The initial medwatch report indicated there was no UDI. The initial medwatch report should indicate: UDI = (B)(4).

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was that the device had an excessive amount of on-time (15.1 hours) which depleted the internal hybrid layer capacitor (hlc) batteries and prevented the device from powering on. Physio reviewed the device's electronic memory and observed that the device had an excessive number of user initiated power cycles which likely contributed to the excessive on-time; however, the cause of the excessive on-time could not be conclusively determined. The device was then opened up and an internal inspection was performed with no discrepancies observed. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.